Event description:
It was reported that the poppet detached from the dpt/vamp system. The report states that there were no pt injury.

Manufacturer narrative:
Evaluation of the device reported that the tubing was found to be completely detached from the solvent bond joint with reservoir. Adhesive was visible at most part of tubing bond area. Tubing outer diameter was 0.141", which was within product specification. The poppet detachment could not be verified since the dpt was not returned.